Event description:
It was reported that the customer had infusion set and reservoir problem on the insulin pump. The customer's blood glucose level was 140 mg/dl. The customer states is not sure if the event occured due to the insulin pump or if due to the patient wearing the infusion set for too long. The customer states worn the infusion set for 6 or 7 days that it might trigger the no delivery alarm. The customer states that reuses the reservoirs multiples times due to the cost of the reservoirs. The customer was advised that medtronic does not recommend customer use the reservoirs or infusion set for longer that 3 days, patient understood. The customer declined to troubleshoot, no further action taken.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.